Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) due to low battery voltage was recorded on (B)(6) 2016, prior to explant. Ramware version 8 was installed on (B)(6) 2010. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  The initial reported event was received on (B)(6) 2016. Of note, the reportable malfunction [premature] is normally submitted via alternate summary report (asr) submission that would have been due on submission date [(B)(6) 2017]. Information was subsequently received on [(B)(6) 2017] and revealed the device tested out-of-specification. This event no longer qualifies for alternate summary report (asr) reporting and is therefore being submitted as a bimonthly report.

Event description:
It was reported that the implantable pulse generator (ipg) had exhibited premature battery depletion. The device was reprogrammed and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.